Event description:
The reporter stated that during a surgical procedure using the tether anterior cervical fixation system, three of the four plate screws failed to lock into the snap ring. The surgeon opted not to remove and replace the affected tether screws; they were left in place to complete the surgery. There was no adverse outcome for the patient.

Manufacturer narrative:
As a result of integra's two year retrospective review, which is still ongoing, integra concluded that this medical device report should have been submitted at the time that the complaint was received. No implants were available for evaluation as they were used to complete the surgery. A review of the complaint log showed that the failure of the locking mechanism to engage was a repeat, but not a frequent occurrence. Theken's investigation could not determine a root cause for the incident with the information provided. The issue was addressed in the failure modes and effects analysis (fmea) integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.